Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was confirmed that the left lead is epidural, and the right lead is coiled up and cut at area of fusion. No additional actions were planned at the time of the report. The patient would not use or recharge the ins at this time. The patient's spouse reported that after fusion, the patient tried using the ins and kept charging, but the therapy was no longer effective. The fusion was performed (B)(6) 2016, no further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-nov-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a spinal fusion on an unknown date, and it was believed that during the fusion, the lead may have been pulled back. X-rays showed that one lead was still in the correct location in the epidural space but the other lead had "pulled back". No symptoms were reported. It was noted the patient was in need of a cervical and lumbar MRI, so it was reviewed that if the lead had migrated out of the epidural space, then the patient would not be eligible for full body scans. No further complications were reported or anticipated.